Event description:
It was reported that the asymptomatic patient presented for a routine device change out. It was noted that the right ventricular (rv) riata lead's silicone layer was separating. No other electrical anomaly was observed, and no externalization of conductors was noted. The rv lead was explanted and replaced. The patient was stable.